Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. Based on the course of events, observations and instrument logs, the root cause for the device failure were flow sensor sensing lines of the device that were disconnected or occluded. In such a situation, the ventilator switches over to pcv+ mode and displays ventilator pressure (pvent) instead of paw. The technical solution was an exchange of the inspiratory valve (msp160230). The correction solved the technical problem; no further cer was registered for this device.

Event description:
Ventilator shows technical fault 431017. Which is not found in c troubleshooting platform. Please suggest us to resolve the problem.